Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An operation room director reported that during implantation of an intraocular lens (iol) the lenses had scratches. These were loaded by an experienced technician and the surgeon felt the cartridge may be the issue. There was no patient harm. Additional information was requested.